Event description:
Dr utilized a titanium plate to fixate a fracture in the mandible. In 5 months post implantation, pt experienced pain and instability of the mandible. Plate was found to be broken and surgery removed plate and fixation screws. Due to fibrous union, no fixation was done.

Manufacturer narrative:
Broken implant was disposed of by the health care facility. No eval of the product can be performed. Info pertaining to this incident was provided by the health care facility to the FDA and this info was forwarded by the FDA to kls martin. This info was received by kls martin l.p. On the 19th of may 2008.